Manufacturer narrative:
(B)(4). Approximate age of device - 4 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that a log file review was requested due to an event that appeared to have happened around (B)(6) 2017. The patient had been sleeping and did not feel anything. A log file was provided to the technical service representative and multiple pump stoppage and or speed drops greater than 200 rpms below the low speed limit were confirmed. X-rays were also reviewed and were unremarkable. The patient was reported as asymptomatic. Ungrounded cables were ordered and shipped for the patient¿s use. As of (B)(6) 2017 the vad team has not determined if they want to attempt an external repair or not, as the patient is only 4 months out from implant and they do not feel confident the issue is with the driveline itself. However, the patient is doing well and the lvad system has not produced any alarms since (B)(6) 2017. No additional information was provided.

Manufacturer narrative:
A full evaluation of the device could not be conducted as the device remains in use. Pump stop events were confirmed through the evaluation of the submitted log file; however, a specific cause cannot be conclusively determined. The patient remains ongoing on vad support and no further events have been reported. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.